Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was dead. A field service engineer removed and replaced defective keyboard to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system had keyboard malfunction. The customer reported that the user were able to recover or use alternative means to get meds and there was no delay to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was dead. The field service engineer replaced the defective keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that a bd pyxis anesthesia es system had keyboard malfunction. The customer reported that the user was able to recover or use alternative means to get medications. There were no adverse events or injuries reported based on this event.